Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of arrhythmia is listed in the product instruction for use as a known potential adverse effect associated with carotid procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that one day after a right internal carotid artery stenting procedure with a rx acculink stent, the patient experienced persistent bradycardia high-grade av block which required a single-chamber pacemaker implantation. The patient's condition resolved and the patient was discharged home six days after the procedure. There was no additional information provided.